Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and patient implanted for spinal pain. The patient reported that their controller displayed an out of range (oor) message, due to open electrodes on their 8-15 lead. It was noted that they patient did not report any falls or contributing factors. The rep indicated that an impedance check was performed, and they were able to provide adequate coverage for the patient using the 0-7 lead. The patient stated that they have great results from the therapy and has the ability to go hiking and obtain groceries. The patient was satisfied with their therapeutic benefit at the time of the report, although they do have open electrodes. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the open electrodes on the 8-15 lead was not determined. They stated that they utilized a program that did not use the affected electrodes. The rep noted that the open electrodes were not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID# 977a260, sn: (B)(4). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductor was broken; on the end of the lead. Product ID# 977a260, sn: (B)(4) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductor was broken; on the end of the lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins) for spinal pain. The reason for call was pt stated after almost a year after implant at it quit working and they got the ins replaced. The pt was sitting in a chair with a manufacturer representative (rep) who was monitoring them and the leads started to break inside them; the rep had their monitor and saw the leads breaking in them with the original ins that was put in.

Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that surgical intervention was planned, but it was not yet scheduled. The lead was going to be replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they do not know when or if the patient¿s lead will be replaced. They stated that as of right now, the functioning electrodes on the only ones providing relief. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's leads were replaced on (B)(6) 2019. No further information was reported.